Event description:
It was reported the patient experienced ineffective stimulation due to both l1 leads being fractured. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.